Event description:
During a review of a (B) (4) male pt's download zoll lifecor customer support detected several discharge profile fault flags. The pt's suspect monitor was replaced.

Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) has been completed. The reported problem was confirmed. The cause of the discharge profile fault flags was a faulty defibrillator pca. Components l1 (inductor on the battery supply line), r46 (bleeder resistor) and q11 (transistor in the internal discharge circuit) were damaged on the defibrillator pca. The root cause of the failures could not be positively determined but appear to be random component failures. No adverse event resulted from the damaged components. The pt was provided with a replacement monitor.